Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported system with shutter error occurred intermittently during unknown timing.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. Most recent preventive maintenance from field service engineer performed and signed service installation record. The device meets specification as per service installation record. During an on-site visit the field service engineer reset the cables going from the foot pedal to the shutter, cleaned and tested the mechanical system of the shutter and simulated a surgery on poly methyl methacrylate. According to the service and installation record no parts were replaced and the system met specifications as per service installation record. No product is expected to be returned for investigation. There is no indication that harm was caused to a patient. Without further information or a returned product no deeper root cause analysis is possible. Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).